Event description:
A medtronic representative reported that the handle of the pedicle access kit (pak) needle broke off while removing it during a navigated dlif spine procedure. This did not cause any harm to the patient or delay to the procedure.

Manufacturer narrative:
The site would only provide the patient sex, but declined to provide any other patient demographic information. The site discarded the broken pak needle and did not order a replacement.